Manufacturer narrative:
The technician found the latch plate was interfering with the latch mechanism. The technician adjusted the side rail latch plate to resolve the issue.

Event description:
The account alleged the side rail will not latch. No pt impact.